Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller is acting up again for the past 3 weeks. Patient stated the controller battery drains faster than the implanted neurostimulator gets charged and it takes a long time to charge the implant. Patient stated they have a hard time to get excellent quality. Agent asked patient to connect with the controller and controller show implanted neurostimulator 70%, controller 50% charged. Patient service confirmed there is no visible damage to the recharger but the cord is wiggly when plug into the controller and hard to plug into the controller port. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from patient stating she received the recharger (rtm) but is still having to charge the controller before she is able to fully charge the ins. Pt statesthe ins is at 80% and the controller is at 40%. Pt states she has to charge the ins 3x day and typically she is able to get a full ins charge before needing to charge the controller. Agent while obtaining the serial numbers, pt reset the controller, pt wiped connector pins with a clean cloth. Pt states she does not see any physical damage. Pt will continue to monitor battery depletion and will call back if she needs further assistance. Later, patient called back stating they are having continued issues charging ins with replacement recharger (rtm). They keep getting error screens like can't find device, replace batteries, and screen goes blank/white. A replacement controller was sent out. No symptoms were reported. Patient called back from number registered saying they were still having issues with the equipment when trying to charge. Patient said they had called a couple times already and was using the new recharger, but now for the past 5 days they couldn't charge at all. Patient said they kept getting a bunch of error screens (like reposition, can't find device, replace batteries and low battery) and now controller just said the battery was empty. Patient also said the screen was going blank/white. A replacement controller was sent out. Pt called back stating they received the recharger and controller but still had charging issues. The controller says excellent but the implant charging level was not incrementing and going backwards. Pt had no changes to ins pocket and saw no damage on external equipment. Recommended to have healthcare provider (hcp) and rep check the device. Pt was redirected to hcp.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called us back stated that they are still having problem with their controller. Patient mentioned seeing replace controller batteries soon. Patient also mentioned that they are charging their implantable neurostimulator (ins) for 2 hours with 100% on the controller and 50% on the implant. Patient mentioned after 2 hours their controller went down to 60% while the implant only increases 10%. Patient also mentioned that they are trying to took the battery out twice today. Patient keeps on getting replace controller batteries soon message whenever charging their implant. Patient also mentioned getting a yellow light instead of a greenlight whenever charging their implant. Agent walked caller through removing the battery pack. Patient inserted the batteries. Patient confirmed no physical damage on recharger cord, pins, controller connector port pins but patient stated that the recharger port it doesn't hooked tight, it's not tight as it used to be but still snug. Agent asked the patient to plug the recharger to the controller. Patient confirmed seeing excellent recharging quality with 60% on the controller and 60% for the implant. Agent put the call on hold for couple of minutes to check if the patient will be having the same error message. Patient confirmed not seeing any error message and implant battery increase to 70%. Ended up replacing the recharger paddle due to replace controller batteries soon message appearing couple of times. A request was sent to repair for replacement recharger. Patient mentioned that she took pain pills since the controller was blank and wasn't working. Patient was limping along.